Manufacturer narrative:
The product is not being repaired per customer's request. No further investigation or action is warranted at this time.

Event description:
The customer reported a speaker malfunction message on their intellivue mp50 patient monitor. It is unknown if the device was in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction message on their intellivue mp50 patient monitor. It is unknown if the device was in clinical use.